Event description:
The account alleged that the right siderail end tube is broken and the siderail would not latch. No report of injury.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.